Event description:
While a field service engineer (fse) was troubleshooting an unrelated issue, he discovered complete blood count (cbc) ramp test failure due to a cbc transducer failure on a unicel dxh 800 coulter cellular analysis system. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The fse discovered the issue during instrument verification, following an unrelated repair. The fse tightened the ground cables to the cbc transducer card to resolve the reported cbc ramp test failure. The system performance was verified. (B)(4).